Manufacturer narrative:
(B)(4). Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A maquet field service technician was on site and investigated the unit in question. A defective 3-way valve was found and replaced. The unit was tested to factory specifications. All tests were performed successfully. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
During priming / setup the hcu40 showed the error message "low flow" on the patient side. Additional information: there were no patient involved. (B)(4).